Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. Actual event date not known. The event was confirmed and the investigation revealed that one tip of the forceps was broken-off. During the review of the manufacturing records some ambiguity was found concerning the hardness parameters and one step during the heat treatment was not carried out properly. These records indicate that the product is defective and was not manufactured to specifications. A CAPA determination request has been initiated to prevent the reoccurrence of this failure. Placeholder.

Event description:
It was reported that the tip of the instrument broke off. No further information was provided. (B)(4).